Manufacturer narrative:
The device was reprogrammed to doo. Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a remote consultation was requested for this pacemaker. A health care professional reported loss of capture on telemetry. Review of device data found there were no recently stored episodes and no out of range measurements were observed. Interrogation with a programmer was completed in order to assess threshold measurements. Upon interrogation threshold measurements were noted to vary between 2.7 volts (v) and 1v. Noise was also noted on both the right atrial (ra) and right ventricular (rv) channels with arm movement. Impedance measurements were stable for both the ra and rv lead. No adverse patient effects were reported.